Event description:
Consumer alleges several issues with the wheelchair. The wheel locks have allegedly broken twice and are still not working properly; the right arm pads have allegedly fell off twice and the seat is allegedly tearing off of the bolts. No injury is alleged.

Manufacturer narrative:
RMA 859615657 has been initiated for this issue. Model trex28rf serial number/date code (B)(4) is approximately 7 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.